Event description:
It was reported that when an asymptomatic patient presented to the clinic for follow-up, post-paced t-wave oversensing on the ventricular channel was observed via stored egm. The device was reprogrammed. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.